Event description:
Device 4 of 4. Reference MFR. Report#:1627487-2018-12277. Reference MFR. Report#:1627487-2018-12278. Reference MFR. Report#:3006705815-2018-03064. Additional information received advised that the incision sites results were negative. No infection was present and the patient is doing better. Reportedly, antibiotics is still ongoing.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4: reference MFR. Report#:1627487-2018-12277, reference MFR. Report#:1627487-2018-12278, reference MFR. Report#:3006705815-2018-03064. It was reported the patient has an infection at the ipg and lead incision sites. Reportedly, the patient noted drainage and redness at both sites as a result, the patient was placed on oral antibiotics. Follow-up information revealed the patient's wounds look better. In addition, the patient was seen by the physician on (B)(6) 2018, wherein both incision sites were cleaned with antibiotic wash. The patient remains on antibiotics at this time due to possible signs of infection remaining. The company representative will follow-up with the patient.